Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that gamma targeter missed posterior on distal locking screw.

Manufacturer narrative:
The reported event that target device, g3 plus gamma3® was alleged of issue k-332 (distal misdrilling / problems during drilling) could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The operative technique clearly mentions that ¿these following points must be considered in order to perform a proper distal locking procedure. The brochure ¿instructions for cleaning, sterilization, inspection and maintenance¿ help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. The device history record could not be reviewed because the affected device was not returned and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that gamma targeter missed posterior on distal locking screw.